Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); incorrect technique/procedure (implanting an iliac stent graft for main treatment of an abdominal aortic aneurysm). Conclusion: operational context contributed to event (implanting an iliac stent graft for main treatment of an abdominal aortic aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 6.7 cm in diameter sacciform abdominal aortic aneurysm. The proximal neck was 21-20 mm in diameter and 29 mm in length. The aorta was narrow. The neck angulation was 15 degrees. It was reported that the physician attempted to seal the aneurysm with just a endurant (B)(4) aortic cuff. However, the length of the stent graft was inadequate to seal the aortic aneurysm. Then the physician deployed an (B)(4), however it was impossible to cannulate the contralateral gate due to the narrow distal aorta. The physician attempted a crossover and a brachially approach to cannulate the contralateral device, however it was not successful. The physician confirmed on dsa that the blood flow of the contralateral iliac level was low so the physician implanted an (B)(4) and coiled the contralateral side and performed femoral-femoral bypass. The physician implanted the cuff to prevent a proximal type I endoleak. The patient is being monitored. No clinical sequelae were reported and the patient is fine.